Event description:
It was reported that "during the procdeure according to IFU, md found that the needle won't stay on the syringe. So md opend up the new kit to finish the procedure."there was no patient harm reported. The condition of the patient is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit, including one arrow raulerson syringe (ars) , introducer needle, and guidewire assembly. No definite signs of use were observed on the components. Visual examination of the ars and the needle did not reveal any obvious defects or anomalies. The tip of the syringe was compared to a lab inventory ars and no differences were noted. The connection between the returned syringe and needle was compared with another ars and introducer needle from lab inventory. The returned ars was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars. The returned needle appears to be fitting securely on both the returned syringe and the lab inventory syringe. The hub of the needle was tested with the male luer gauge and was within the specified range. This indicates that the luer was conforming per iso 80369-7. A device history record review was performed, and no relevant findings were identified. The complaint of syringe/needle connection not secure was not able to be confirmed by a complaint investigation of the returned sample. No issues were found with the dimensions of the returned ars and introducer needle. Based on the customer description and the returned sample, no problem was found. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "during the procedure according to IFU, md found that the needle won't stay on the syringe. So md opened up the new kit to finish the procedure." There was no patient harm reported. The condition of the patient is reported as fine.